Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: d314vrg ICD, implanted (B)(6) 2012, product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that approximately one month after the ventricular assist device (vad) implant procedure, a transthoracic echocardiogram (tte) showed that the right ventricle chamber size increased and a deterioration of the patient's clinical status. Further tte and clinical assessments demonstrated a worsening of right heart failure and medication was provided. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that, approximately one month after the ventricular assist device (vad) implant procedure, a transthoracic echocardiogram (tte) showed that the right ventricle chamber size increased and a deterioration of the patient's clinical status. Further tte and clinical assessments demonstrated a worsening of right heart failure and medication was provided. The vad remains in use. No further patient complications have been reported as a result of this event.